Event description:
It was reported that the green cable is broken going into the holster. No further info is available at this time. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer. Pcb board calibrated.